Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. Based on the results of the investigation and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. However, the probable cause of the malfunction would likely, be related to the flood from puncture on the cable. And therefore, the image was temporarily not displayed. The event can be prevented, by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd autoclavable camera head had no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and was unable to be reproduced. Evaluation did find the image had noise due to a faulty charged coupled device (ccd), the leak test failed due to a puncture on the cable, and the connector tip was smashed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.